Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient dislocated his dual mobility. The ER closed reduced his hip and patient said it¿s never felt the same from that point forward. It was discovered the liner disassociated from 28 ceramic head. The dual mobility implants were removed and converted patient to a freedom constrained. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified removal damage on the rim of the liner. A piece of the rim has broken off. The inner radius is nicked and scratched. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.